Event description:
It was reported that the device alarmed unusable battery and the pump will not run. No patient injury was reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: device evaluation: product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found a missing sticker seal. Functional testing found "unusable battery" alarm message while power is on even with new batteries installed. The microprocessor unit board was replaced. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly.

Manufacturer narrative:
B5: additional information received on 03-aug-2022 via email and attached in complaint object: no patient injury. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: catalog number: 21-2127-0104-01. D4: correction: model number: 2120.